Event description:
In 2007, I had lasik surgery at the eye center performed by a dr. He used the visx star s4 excimer laser. My vision after the procedure was 20/50 for distance and unable to visualize any detail on anything within arm's reach. His explanation is that the laser overcorrected my vision because my "corneal tissues were too receptive to the laser." I now am unable to drive at night, my depth perception is so faulty that I often stumble. My glasses are so thick, I appear cross-eyed. I got caught out after dark the other night and had the choice of sitting alone in a dark car for 30 minutes waiting for glaucoma drops to help or driving down dark roads to avoid lights, cars, and pedestrians. I see double vision starbursts at traffic lights, so I'm unable to determine which way or when to go. I can not longer tell time by my watch, check my caller ID, or take my medications without my glasses or a magnifying glass. I could do these things before lasik! I can no longer drive to the store at night for a carton of milk or go to the movies. I could do these things before lasik! . Diagnosis or reason for use: laser vision correction.